Event description:
The physician attempted to closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure. The vessel was noted to be eight (8) mm in size, with no calcification. It is unk if scar tissue was present at the site of the groin, but the pt had no history of any prior procedures. The device was inserted and pulsatile flow was obtained without anny issues. Reportedly, when the plunger was retracted there was no suture attached to the cuff. The physician attempted to remove the device but was unable to do so. The pt was taken to surgery for removal of the device. Reportedly, the surgeon found that "the foot had gone through the vessel wall;" however, this statement could not be further explained. It is unk if the event caused a delay in the pt's hospitalization. At last report, the pt was said to be "doing fine."